Event description:
It was reported that the patient experienced an infection/pocket erosion. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.